Event description:
It was reported that the surgeon attempted to insert a competitor's lens and the lens was damaged by the aq cartridge-fp. Additional info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.